Event description:
It was reported that the patient underwent right partial knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to infection. Irrigation and debridement was performed, and the tibial bearing was replaced.

Manufacturer narrative:
This follow-up report is being filed to correct information. Not returned by patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿early or late postoperative infection, and allergic reaction.¿